Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up, pocket infection was observed. The system was explanted and replaced due to pocket infection. No vegetation was noticed on the leads. The source of infection was unknown. There is no known allegation from the health care professional that the infection was related to the device or procedure. No patient symptoms was reported. Patient was stable after the procedure.